Event description:
Reportedly the device was explanted due to what was expected to be paravalvular leak. When explanted it was noticed leaflets did not coapt correctly.

Manufacturer narrative:
Device not returned.